Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd. Associated MDR: 1018233-2013-00362.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. Product was used for pelvic organ prolapse. The procedure performed was repair of urethrocele, rectocele with mesh, and vaginal vault prolapse repair.